Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the device dependent patient presented remotely via merlin.net transmission on (B)(6) 2017. The patient had experienced a generalized fatigue. Upon interrogation of the pacemaker, the right ventricular lead exhibited no capture and no sensing. A chest x-ray was performed and revealed that the lead dislodged into the superior vena cava. The lead body was twisted, fractured and most of the lead was coiled to the pacemaker which was consistent with twiddler's syndrome. The lead and pacemaker were turned off on (B)(6) 2017 as the patient was being paced by a leadless pacemaker. On (B)(6) 2017, the pacemaker and lead were removed during the leadless pacemaker extraction procedure. The patient was noted to be in stable condition post procedure. On (B)(6) 2018, the patient presented to the clinic again with complaints of fatigue and dyspnea when lying flat. Upon review of the echocardiogram, it was discovered that the patient exhibited severe tricuspid regurgitation. On further investigation, the patient developed damage of the tricuspid valve due to injury sustained during right ventricular lead and pacemaker system extraction procedure. The patient developed reduced ejection fraction, an enlarged right ventricle which was noted hypokinetic and enlarged right atrium and severe tricuspid insufficiency. The patient stated he felt slow decline in his condition and he developed shortness of breath. On (B)(6) 2018, the patient underwent a tricuspid valve repair procedure. After continuous follow up on his condition, he was noted to be in stable condition on (B)(6) 2018 and was due for regular follow up.